Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. It is unknown at which point in therapy the leak may have begun. The patient reported that the cause of the leak was the side that hooks to the bag unscrews itself. The patient stated that the fluid leaked onto the floor and the chemicals got between the boards and warped. The patient stated that the floor will have to be completely re-varnished. Upon follow up, the patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that treatment was not completed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information. D10, h3. Plant investigation: two actual samples without original packaging were returned to the manufacturer from the customer and a physical evaluation was performed. The samples were visually inspected and were found acceptable. In addition, the samples were tested in the cycler machine and worked as intended without any abnormalities during the tested period. The reported condition was not confirmed during evaluation of the samples. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock apd luer connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. It is unknown at which point in therapy the leak may have begun. The patient reported that the cause of the leak was the side that hooks to the bag unscrews itself. The patient stated that the fluid leaked onto the floor and the chemicals got between the boards and warped. The patient stated that the floor will have to be completely re-varnished. Upon follow up, the patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that treatment was not completed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The adapter used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Correction: b5.